Event description:
It was reported that the bone screw driver cannot hold the pin. When using power to drill it, the pin cannot drill in. There was a problem with the inner cylinder of the pin driver. Delay of less than 30 minutes reported. Back-up device was available and no patient injuries were involved.

Manufacturer narrative:
The device, was intended for use for treatment. Visual inspection confirmed that the inner cylinder of the pin driver had fallen out and was missing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 15 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction.